Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n135790, implanted: (B)(6) 2008, product type: accessory, product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported they were unable to aspirate the existing catheter during a pump replacement due to normal pump end of life. The hcp suspected a kink/occlusion so they replaced the proximal section with 8.7cm of the correct revision kit. The back table prime had already begun so they connected the new piece of catheter section to the pump and added that volume to also prime that, then connected to the existing catheter. The pump was used to deliver dilaudid. Patient symptoms and outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.